Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Newton medical center, in the united states, informed cook of an incident involving a coons dilator. The complainant reported that there was foreign matter inside the product package. Further communication with the user facility clarified that the issue was found upon receipt, did not leave the materials management department, and there was no patient contact. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, and quality control of the device, as well as a visual inspection of the returned device, were conducted during the investigation. The affected device was returned to cook for investigation. The physical/visual examination of the returned device showed one sealed device with foreign matter in the pouch. A device master record (dmr) review was performed and quality control procedures associated with the complaint were identified. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of product labeling was not conducted as the coons dilator is not supplied with an instructions for use (IFU). A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot recorded no nonconformances. A data base search revealed no additional complaints for lot 13728765 from the field. From the dmr review and DHR review, cook confirmed the device was manufactured out of specification, but that there are no additional non-conforming devices in house or in the field. Based on the information provided, confirmation of foreign matter in the sealed packaged, and the results of the investigation, cook has concluded the main cause of the failure is manufacturing and quality deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a coons dilator had a "hair and fuzz" inside the product packaging. This was noted in the materials management department prior to patient contact.